Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed inside the microcatheter. The stent was removed from the catheter during the analysis of the microcatheter. The distal part of the stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath was found to be intact. Functional inspection was unable to be performed as the stent was found to be deployed inside the catheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defects ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent migrated inside the microcatheter¿ could not be replicated; however, the analysis results are consistent with the reported events. Was not confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed. The returned stent was found to be deployed inside the microcatheter and deformed. The stent was found to be slightly deformed. The sdw was found to be kinked/bent. An assignable cause of procedural factors will be assigned to the reported defects ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent migrated inside the microcatheter¿ and to the analysed defects ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿, ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and it was discovered that it deployed prematurely during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.